Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The blood glucose at time of call was 31 mg/dl. It was stated that the customer was experiencing unexplained low glucose for a day. Troubleshooting was performed. It was stated that the customer's most recent glucose reading was 218 mg/dl, and he has treated for his high blood glucose. It was stated that the customer has had changes going on, but it was not revealed. Advised the caller to speak with the doctor regarding the low blood glucose, to monitor the insulin pump, and to call back if issues persisted. No further information was provided.